Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving a reading of 408 mg/dl and then a reading 129 mg/dl immediately after. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no reported of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.